Event description:
The customer reported the sys displayed a pre-charge error message. This message will likely inhibit the boot up process. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.